Event description:
Procedure type: lap hernia repair. According to the reporter: the surgeon encountered bleeding vessel and asked for an endo gia ultra standard handle and tri-staple 45 tan reload. The scrub nurse loaded and cycled the instrument. The surgeon applied to tissue and began firing whereupon the reload fired partially, but could not be fired completely. The jaws locked and were unable to be opened. The bleeding vessel was not contained adequately. The reload jaws needed to be cut away from tissue with a harmonic scalpel. A new endo gia opened with a 45 tan reload, successfully fired, and procedure completed without further incident. Approximately 500ml blood loss, and 20 minutes extra time taken. Upon attempting to unload the misfired reload, nurse noticed a small piece of metal fall out of the reload. The metal piece was retrieved.

Manufacturer narrative:
(B)(4).